Event description:
Livanova received medwatch 5159518 stating that m. Chimaera infection was discovered in 2024 after lvad placement procedure occurred in 2019. 2019 lvad insertion (destination) complicated by driveline exit site pain in 2019 and 2021, culture-negative, treated with empiric antibacterials without success and developed additional wounds/sinus tracts by (B)(6) 2024. Transplant ID did afb cultures at that time which grew maic unfortunately likely to ID as mycobacterium chimaera from 2024. Patient actual status not provided.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. Model number, serial number and UDI are unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Livanova is diligently contacting the customer to obtain information. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: serial number of 3t used during the involved surgery could not be collected. Serial numbers of 3t devices in use at the hospital during the surgery timeframe were gathered from information provided in a previous complaint from same customer. Taking into consideration that surgery was performed in (B)(6) 2019, two out of nine 3t in use at the hospital were already upgraded with vacuum & sealing kit: (B)(6) (upgraded in (B)(6) 2019) and (B)(6) (upgraded in (B)(6) 2019). Since serial number of 3t used during the surgery could not be provided, it is not possible to perform a service activity review analysis and to identify when the device was upgraded with the vacuum & sealing kit. However, no evidence to suggest device failed to meet specifications is available, and no correlation between the patient infection and the 3t device used has been clarified. A device history record (DHR) review could not be performed since serial number involved was not provided. Several attempts to gather more information from the customer were made by livanova, but hospital staff was not available to share any further detail about the case. From information provided in previous complaint from same customer, it was revealed that an on-site investigation into hospital¿s use and procedures regarding the 3t was performed by dhec ((B)(6)) and cdc (center for disease control and prevention). From this information it was revealed that clinical practices at the involved hospital did not adhere to livanova device instructions for use, and that the hygienic conditions within the hospital were not optimal regarding the disinfection and cleaning procedures. Visual evidences of hospital rooms and device storage conditions were provided as well, showing that the hygienic status was not suitable for a sanitary structure. Based on the available information, source of patient contamination remains unknown and the livanova device involvement as well, however the most likely root cause of reported event can be traced back to poor hygienic conditions and clinical misconduction that took place at the hospital.

Event description:
See initial report.